Manufacturer narrative:
Manufacturing process improvements implemented april and may 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented.

Event description:
On 04/26/2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. The report states: when the nurse attempted to use the product, it broke apart. Samples were received on 04/27/2016. Product code and lot number unknown. No patient injury or harm.